Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, after the 4.0x30 .014 aviator + percutaneous transluminal coronary angioplasty (ptca) balloon ruptured with leakage. This prevented expansion. The balloon ruptured below the rated burst pressure (rbp). The balloon was withdrawn from the body and replaced with another balloon to complete the surgery. The procedure was completed by replacing the balloon with a new aviator plus of same size. There was no reported injury to the patient. This occurred during a carotid artery stenosis stent implantation and after the rapid-exchange balloon was soaked in heparinized saline outside the body, it was advanced over the delivery shaft and reached the target position during advancement. The device was stored, inspected, and prepared according to the instructions for use, with no abnormalities noted prior to use and normal preparation maintaining negative pressure. The intended procedure was treatment of carotid artery stenosis with approximately 60% stenosis, moderate calcification, and mild vessel tortuosity. The device was not used for chronic total occlusion. No resistance or difficulty was encountered during insertion through the rotating hemostatic valve, guide catheter, or vessel, and the catheter did not experience acute bending or kinking. A 50:50 contrast-to-saline ratio was used. The device will be returned for evaluation.